Manufacturer narrative:
The review of the device history record showed no deviations.

Event description:
Wrong article in packaging.

Manufacturer narrative:
The production records have been inspected and reviewed. This is the final supplemental report, the complaint is closed.

Event description:
Wrong article in packaging [customer].